Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having bad coughs, eye irritation (watery eyes), nausea, diarrhea, migraines which have increased in the past year. The patient alleged to have liver issues that arose, spots on her lung found on CT scan and is under re-evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that a patient developed bad coughs, eye irritation (watery eyes), nausea, diarrhea, migraines which have increased in the past year; related to a CPAP device's sound abatement foam. The patient alleged to have liver issues that arose, spots on her lung found on CT scan and is under re-evaluation. After the second attempt to have the device and components returned for evaluation, customer responded having no complaint and received replacement device. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.